Manufacturer narrative:
Device labeling, available in print and online, states : with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomoses or grafts)/organ, infection, trauma, radiation, pts without adequate wound hemostasis, pts who have been administered anticoagulants or platelet aggregation inhibitors, pts who do not have adequate tissue coverage over vascular structures. Device labeling, available in print and online, states: if v.a.c. Therapy is prescribed for pts how who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Always ensure that v.a.c. Foam dressing do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following info was reported to kci from a literature review: the literature article title aortic erosion during negative pressure therapy is a pediatric heart transplant recipient. It was reported that there was alleged erosion of the ascending aorta during negative pressure sternal wound therapy for a relapse of berlin heart driveline infection in a pediatric trans-plant recipient. On day 11 of the heart transplant, the sternal wound dehisced, v.a.c. Therapy was initiated. Twenty-two days after the initiation of v.a.c. Therapy, cultures were negative and v.a.c. Therapy was to be discontinued the next day. The procedure was performed in surgery with general anesthesia. At the removal of the paraffin gauze previously applied at the level of the ascending aorta as an intervening layer between the v.a.c. Foam and exposed tissue, bleeding occurred. Medical intervention was performed to stop the bleeding event. Two circular erosions on the anterior wall of the ascending aorta were identified.